Event description:
It was observed that during the device evaluation, the video system center exhibited an e188 error being displayed and pin of system connector on mc board (printed circuit board) was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e118 being displayed was due to defective mc board (printed circuit board). The pin of system connector on mc board was damaged due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.